Manufacturer narrative:
A thorough investigation was performed that determined damages to the dome was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their 3d9-3v transducer was leaking fluid. This probe is associated with the affiniti 50 ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The remote service engineer confirmed the reported problem through communication with the sonographer. The transducer replacement was shipped directly to the customer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.